Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge and had 98 units of usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean pneumatic tap area with alcohol wipe or lint-free cloth, reloaded same cartridge successfully, and then resumed insulin delivery; no additional issues were reported.